Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit was received with intermittent button response due to light moisture damage to the keypad traces. The unit was received with minor scratches on the liquid crystal display window and with a cracked case at the display window corners. The device was also received with scratches to the reservoir tube window.